Event description:
Uncommanded table motion of a uroview system occurred during a procedure. No patient injury was reported and the procedure was finished on another uroview system. When the field service engineer arrived on site he determined that a damaged hand control caused the incident. The hand control was replaced and no further problems have been reported.